Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 301940 and lot number 2108312. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained from the manufacturing facility for further evaluation. The retained samples did not show any signs of the reported defect. Based on the investigation results, an exact cause could not be determined for this incident.

Event description:
It was reported that the 2ml bd syringe¿ with 23 g x 1 ¼ in. Needle experienced foreign matter within the fluid path. The following information was provided by the initial reporter: there is black foreign matter on the wall of the syringe barrel.

Event description:
It was reported that the 2ml bd syringe¿ with 23 g x 1 ¼ in. Needle experienced foreign matter within the fluid path. The following information was provided by the initial reporter: there is black foreign matter on the wall of the syringe barrel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.